Manufacturer narrative:
(B)(4). Should any additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the sample was received for evaluation. During visual inspection and leak testing a leak at the port tube was identified. The possible cause for the reported malfunction has been identified as a manufacturing issue; a CAPA has been opened to address this issue.

Event description:
It was reported that an eva 3 liter empty bag leaked before use. It is unknown in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.